Event description:
Bayer case number: (B)(4). Metrorrhagia "[metrorrhagia]". Ent "[ear, nose and throat disorder]". Joint disorder "[joint disorder]". Dental disorders "[tooth disorder]". Metrorrhagia ultimately leading to anemia "[hemorrhagic anemia]". Psychological harm "[psychological disorder]". Affected the patient¿s daily life "[impaired quality of life]". Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of intermenstrual bleeding ("metrorrhagia") in a 49 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3. In 2015, the patient had essure inserted. On unknown date she experienced intermenstrual bleeding (seriousness criterion intervention required), ear, nose and throat disorder ("ent"), arthropathy ("joint disorder"), tooth disorder ("dental disorders"), blood loss anaemia ("metrorrhagia ultimately leading to anemia"), mental disorder ("psychological harm") and impaired quality of life ("affected the patient¿s daily life"). The patient was treated with exacyl (tranexamic acid) as well as surgery (total hysterectomy with bilateral salpingectomy and ovarian conservation by vaginal coelioscopy-assi). Essure was removed on (B)(6) 2025. At the time of the report, the outcomes for these events were unknown. The reporter considered arthropathy, blood loss anaemia, ear, nose and throat disorder, impaired quality of life, intermenstrual bleeding, mental disorder and tooth disorder to be related to essure administration. The reporter commented: in view of this therapeutic situation and the suspicion of intolerance to the components of the essure implants, the physicians stated that removal of the devices was the only therapeutic option. Given the symptoms, surgical management was required. On (B)(6) 2025, the patient underwent total hysterectomy with bilateral salpingectomy by vaginal celioscopy-assisted approach (v-notes). This major procedure involved complete removal of the uterus and fallopian tubes to definitively remove the essure implants. Removal of the organ and the associated functional consequences represented physical, psychological, and intimate-life harm. At the age of 49 years, the hysterectomy and the severe anemia that preceded it affected the patient¿s daily life, professional life, and personal life. The patient requested a financial compensation proposal for the damage described, including temporary and permanent functional deficit, pain and suffering, loss of amenity and aesthetic damage, and financial losses. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.